Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The date of death provided with the initial medwatch report was incorrect. The correct date of death has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
No blood glucose levels were provided. The daughter of the customer reported that the customer died on (B)(6) 2014. It was reported that the customer was found lying down on the bathroom floor. It was reported that the customer was wearing the insulin pump at the time of death. The daughter of the customer would like to return the insulin pump for analysis. No additional information was provided.